Manufacturer narrative:
The air gas module, which regulates the inspiratory air gas flow to the patient, was replaced during on-site troubleshooting and it has been returned for investigation. The reported internal leakage test failure was reproduced during test of the returned air gas module in a reference ventilator. During pre-use check several tests failed because the air gas module was delivering more flow than intended. During ventilation alarms for high airway pressure, low oxygen concentration and high expiratory minute volume were generated. The measured peep (positive end expiratory pressure) was higher than set and the respiratory was lower than set. The investigation showed that the cause of the observed and reported failures is a faulty printed circuit board (pcb) inside the air gas module. The faulty pcb contains circuitry for flow regulation. Once the pcb was replaced performed pre-use check passed without deviation and no alarms were generated during ventilation. The root cause of the pcbs failure has not been determined. The reported failure is confirmed in received device logs showing that the internal leakage test failed for the first time on june 21, 2018. The date of event is updated accordingly. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).